Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Note: additional information was received from the complainant on december 29, 2025, clarified that the reported issue was, the coil was detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Based on the review of the information, this event no longer meets reporting criteria.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a ureterolithotomy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported. Additional information received clarified that the coil/pigtail was detached at the end of the stent during unpacking. Therefore, this is considered non reportable.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a ureterolithotomy procedure. During unpacking, it was found that the stent was fractured. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name the first affiliated hospital of (B)(6). Block h6: device code a0401 captures the reportable event of stent shaft break.